Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the logs were returned and a motor current spike, increase in placement signal, and a drop in speed independent of a p-level change were all seen in the same event which is indicative of clot ingestion. The product was returned and ingested thrombus was found wrapped around the impeller and in the purge gap. The root cause of the low flows was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with right heart failure was implanted with an impella rp device for mechanical circulatory support. While on support, the impella rp was failing to achieve appropriate flows. The pump was removed, and the right ventricle [rv] was monitored for potential further mechanical support. There was no harm to the patient.